Event description:
Hcp reports via a clinical report form that a patient experienced a one day prolongation of their hospital stay following dbs lead placement, due to headache. The patient underwent dbs stage one surgery. That night following the surgery, the patient complained of headache. The patient was treated with vicodin and morphine. The headache improved and the patient was discharged from the hospital the next day. The patient was taking the following concomitant medications at the time of the event; sinemet, comtan, selegiline, amantadine, cogentin, toprol, diazepam.